Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0991 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. No other information was provided. It was reported this occurred with five devices. This report addresses the third device.